Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The first submitted controller event log file contained approximately 2.5 days of data (11nov2021 -13nov2021 per the timestamp). A driveline power fault alarm activated on 13nov2021 at 22:28:08 due to the current sense on line a dropping below the alarm threshold amperage. The alarm remained active for the remainder of the log file, which ended at 23:39:01 on 13nov2021. Review of the controller periodic log files revealed that the driveline power fault alarm cleared sometime between 23:42:13 on 13nov2021 and 0:38:46 on 14nov2021, and then reactivated sometime between 1:38:46 and 2:38:46 on 14nov2021; this is consistent with the provided information that the alarm was temporarily cleared via the system monitor. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact times that the driveline power fault alarm cleared and reactivated cannot be determined as the events were not captured. The second submitted controller event log file and the controller event log file downloaded from the returned controller contained partially overlapping data; the log files contained approximately 15 hours of data combined (1:44:21 ¿ 15:36:18 on 14nov2021 per the timestamp). The driveline power fault alarm associated with line a was active from the first event of the log file until the driveline was disconnected to exchange the system controller on 14nov2021 at 15:33:28. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The integrity of the internal wires of the returned modular cable was tested and the modular cable passed without issue. The modular cable was tested with the returned system controller (serial number: (B)(6) ) and was found to function as intended during analysis. The controller and modular cable operated on a mock circulatory loop for an extended period of time without any atypical alarms produced. The outer layers were removed to inspect the underlying wires and no damage was observed. Additional information provided stated that the driveline power fault alarms have not returned since exchanging the system controller and modular cable. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and the heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." . The heartmate 3 patient handbook section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. The heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor was displayed that the patient had a driveline power fault on (B)(6) 2021. The log file confirmed the fault alarm starting at 9:33pm; the alarm was caused by an abnormally low current reading from power line a. Power line b appeared to be providing appropriate power with no alarms. Additionally, there appeared to be a decrease in pump motor power starting around the same time of the fault alarm. The alarm was cleared via the system monitor and the patient was monitored for further alarms. A follow up log file sent in on (B)(6) 2021 confirmed the driveline power fault alarms had returned; the log continued to show abnormally low current readings from power line a. The patient's controller and modular cable were both exchanged and the site sent in another log file for analysis; this log file did not contain any new fault alarms and the current values for both power lines a and b appeared to be within normal parameters. The pump motor power readings also normalized following the exchange. It is unclear which product exchange resolved the alarms. Related MFR # for the exchanged system controller: 2916596-2021-06865.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.